Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings:there was no damage observed to the pump casing. The battery cap was not returned with the pump for investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the battery cap could not be removed from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.